Manufacturer narrative:
H3 other text : on-site evaluation cancelled; customer rejected quote.

Event description:
It has been reported to philips that the during a trans carotid artery revascularization (tcar) procedure, the flex arm failed to move. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the event logs and found longitudinal motor errors, potentiometer errors and table errors. The customer was provided with a quote for further onsite troubleshooting and repair. The customer rejected the quote, and no device inspection was performed by philips. This will be considered a malfunction of unknown cause.